Event description:
The reporter stated that the surgeon used a competitor's iol lens with the injection system. The surgeon attempted to insert the lens but one haptic was torn. There was patient contact but no injury or complications. The surgeon indicated that the likely cause of the event was resistance to the movement of the iol by the plunger. Another lens was implanted. The patient's preoperative bcva was 20/30 and the postoperative bcva is 20/20.